Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cov4080004 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples from cov4080004 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
Invalid result(s). When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line. The test result window was blank. The customer could not send a picture of the test cassette in question.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
Invalid result(s). When the customer performed the test correctly, the test cassette showed nothing next to the t-line and nothing next to the c-line. The test result window was blank. The customer could not send a picture of the test cassette in question.